Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was received. The reported lot number was confirmed from the packaging label. The stent delivery wire (sdw) was returned, the introducer sheath and the stent were not returned. The sdw was kinked/bent at the distal end. Functional inspection was not performed as only the sdw was returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent deployed prematurely during use' could not be replicated as the stent delivery wire (sdw) was the only part of the stent system which was returned for analysis. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The only information available for this event is that it was reported that 'stent prematurely deployed'. The only part of the stent system which was returned for analysis was the stent delivery wire (sdw) which was noted to be kinked/bent towards the distal end of the wire. In the case of this complaint it is not possible to determine what occurred as there is very little information available relating to the complaint event and only the sdw was returned for analysis. The reported event: 'stent deployed prematurely during use' as well as the analyzed event: ¿sdw kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factors during use.

Event description:
It was reported that the subject stent prematurely deployed during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject stent prematurely deployed during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.